Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, g5-510k: this report is for an unknown unk cage/spacer: eit - tlif (for concorde bullet cfrp spacer system)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. H11 corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown unk cage/spacer: eit - tlif (for concorde bullet cfrp spacer system).

Manufacturer narrative:
There are multiple patients all information is provided in the clinical evaluation report. This report is for an unknown cage/spacer: eit - tlif/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2012 to 2019 (with data through 2019 q3 available). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for 1,802 patients who were identified in the phd between january 1, 2012 and june 30, 2019 who had a surgical fusion procedure in the lumbar or lumbosacral spine performed with the concorde inline spacer system. There was a total of 75 final sample size concorde inline patients (45 females, 30 males) the mean (sd) age was 56 (10.9) years and the median (range) age was 57 (31-84) years. Additionally, patients who had a spinal procedure in the lumbar or lumbosacral spine with the concorde bullet spacer system (a similar device), were included as a comparator group. There was a final sample size of 1,525 concorde bullet patients (924 females, 601 males)the mean (sd) age was 60 (12.9) years and the median (range) age was 61 (15-89) years. Failed surgical fusion procedure in the lumbar or lumbosacral spine has been identified as the reported complication as per ICD 9 and 10 categorization experienced by the following with corresponding intervention: 13 patients in concorde bullet had reoperation surgery within 90-days following the index procedure for non-fusion surgeries (excluding device removal) in any region of the lumbar or lumbosacral spine and with an infection or dural tear diagnosis. 3 patients in concorde inline and 50 patients in concorde bullet had revision procedure within 24 months following the index procedure for fusion or device removal within the lumbar or lumbosacral spine , and the presence of at least one device-related complication, back pain, or pseudarthrosis diagnosis. This is for depuy spine concorde inline spacer and concorde bullet cfrp spacer system. This report is for one (1) unknown cage/spacer: eit - tlif. This is report 3 of 3 for (B)(4).